Event description:
A patient was using the bte grip tool for rehabilitation of tfcc (triangular fibrocartilage complex) debridement. While doing so, a small metal shard became imbedded in her finger. The physical therapist used a tweezer to remove the metal shard. No infection. No further complaints.